Manufacturer narrative:
(B)(4). Concomitant medical products: biomet liner, cat#: 010000945, lot#: 200522. Biomet liner, cat#: 010000828, lot#6346634, unk cup, unk head, unk stem. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05750, 0001825034-2019-05751.

Event description:
It was reported that the liners would not engage. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the returned products identified the locking feature of both devices to have damage and indentations to the scallops. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.